Event description:
Reportedly, the defibrillator would not discharge energy to the pt when the paddles discharge switches were actuated. This event was reported to physio-control, in addition to another report of similar nature.